Event description:
Caller reported encountering cgm error 42 and had updated software before contacting support. No adverse impact to the customer's blood glucose level was reported. Technical support instructed the caller to navigate to "my cgm" and restart the sensor, which the caller did successfully, resolving the issue without requiring further action.